Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2010 due to fracture of the humeral tray. During the revision procedure, the humeral stem and taper of the humeral tray could not be separated. As a result, both the humeral tray and humeral stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. (B)(4)